Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'system error 345' was not confirmed in the event history log (ehl) review, but reproduced during idea testing. Evaluation determined that the upstream/ultrasonic sensor require(s) replacement. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 345 (thermistor disparity). The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.